Event description:
The customer reported that the pt was observed to have lost 4 liters of blood while in intensive care just 20 minutes after a laparoscopic spleen resection. An open laparotomy was performed to stop the bleeding with the use of another ligasure device and sutures. The bleeding was reported to have come from the sealed areas of 3 veins and 1 artery. These vessels were described to be 2-3mm in size. They were not skeletonized prior to sealing and there was no tension on the tissue during the activations. End tones, indicating a completed seal cycle, were heard during the procedure. The forcetriad generator was set at 2 bars and no issues were observed during the spleen resection operation. The pt suffered from a pancreas fistula due to stitching to control the blood loss. Fresh frozen plasma was provided for the blood loss. Currently, the pt is well and is no longer in intensive care. The pt was reported to be on 3x25mg corticotherapy due to thrombocytopenia.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.